Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was returned with 8 lives remaining. A log review confirmed that the maryland bipolar forceps instrument had 8 lives remaining and had not expired. The life indicator had not turned red, which indicates that the instrument had not expired. The following were additional observations not reported by the site. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The instrument passed an electrical continuity test. No thermal damage was observed. The root cause of this failure is attributed to a component failure. The instrument was also found to have damage of the conductor wire¿s insulation. The root cause of this failure is attributed to a component failure. A site complaint history review was performed and no related complaints were found. A review of system logs showed that the maryland bipolar forceps was last used on system number (B)(4) on (B)(6) 2020 and it had 8 lives remaining. No image or video was provided for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the maryland bipolar forceps instrument was dead, even though the indicator did not turn red, and there should be more lives. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that during the instrument's last usage, that no fragment fell inside the patient's body and there were no adverse events. There were no further event details available.